Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a constant failed battery test after battery insertion due to corroded battery tube, moisture damage on lcd and on the mother board. Unable to perform functional testing due to failed battery test alarm. No damage noted on the interface board. The insulin pump has minor scratched display window and cracked window.

Event description:
It was reported that the customer received an unexpected restart alarm and a force sensor calibration values corrupted alarm from his/her insulin pump. The customer's blood glucose level was 163 mg/dl. The product has been returned. Nothing further was reported.